Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that during the procedure, the screw of stimloc could not be fixed to the patient's skull. The device was replaced and the event was considered resolved. There was no known impact or consequence to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
The stimloc screw thread was damaged. There was also tool marks on the screw's head. It was determined that eval code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.

Manufacturer narrative:
(B)(4). Medtronic selected (B)(4) because this is the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.